Event description:
It was reported that, while setting up the generator, the generator displayed saline pump error. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that, while setting up the generator, the generator displayed saline pump error. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, the generator was thoroughly evaluated. The reported error 455 (saline pump self-test error) could not be duplicated. During functional testing, error 480 (sensor interface error) appeared, indicating zero or negative readings from one of the analog temperature sensors and the pressure sensor. The event log also recorded errors 275 (syringe water fill error) and 270 (syringe empty), both related to the syringe limit switch. Replacing the load cell and sensor/relay cables resolved the observed issues, and the findings were assigned as cause traced to component failure. The unit required standard updates per the upgrade checklist and was found in good condition, passing full functional and safety testing. Although the reported 455 error was not confirmed, additional electrical issues consistent with the allegations reported were identified. Therefore, the most probable cause of the event was determined to be an electrical failure due to component malfunction.

Event description:
It was reported that, while setting up the generator, the generator displayed saline pump error. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.